Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch# mw5120495.

Event description:
Procedure performed: robotic hysterectomy. Event description: two complaints occurred during the same procedure: complaint 1 of 2: (B)(4) - c0r47 (mw5120494). Complaint 2 of 2: (B)(4) - c0r47 (mw5120495). At the start of the case, dr. [Name] made incision to place trocar, once trocar was placed, camera was inserted and the balloon part of the trocar kept loosing air. Trocar was removed and dr. [Name] tested the balloon to find that it would not fully blow up and kept leaking air. A 2nd balloon trocar was given to the sterile field where the same issue occurred again. A third trocar was given to the field with balloon intact on the trocar. The case proceeded as normal." No patient injury occurred. Products are not available for return. Additional information was received via email on 01aug2023 from applied account manager: both were c0r47. No damage to the tubing/balloon/balloon inflation port to their knowledge. This was a robotic case. No sharp instruments came into contact with the balloon. Additional information was received via email on 07sep2023 via mw5120495: balloon popped while being filled with air, was replaced with another balloon trocar and that one popped as well. Type of intervention: a third trocar was given to the field with balloon intact on the trocar. The case proceeded as normal. Patient status: no patient injury occurred.

Event description:
Procedure performed: robotic hysterectomy event description: two complaints occurred during the same procedure: complaint 1 of 2: (B)(4) (mw5120494), complaint 2 of 2: (B)(4) (mw5120495). At the start of the case, dr. (B)(6) made incision to place trocar, once trocar was placed, camera was inserted and the balloon part of the trocar kept loosing air. Trocar was removed and dr. (B)(6) tested the balloon to find that it would not fully blow up and kept leaking air. A 2nd balloon trocar was given to the sterile field where the same issue occurred again. A third trocar was given to the field with balloon intact on the trocar. The case proceeded as normal." No patient injury occurred. Products are not available for return. Additional information was received via email on 01aug2023 from applied account manager: both were c0r47. No damage to the tubing/balloon/balloon inflation port to their knowledge. This was a robotic case. No sharp instruments came into contact with the balloon. Additional information was received via email on 07sep2023 via mw5120495: balloon popped while being filled with air, was replaced with another balloon trocar and that one popped as well. Type of intervention: a third trocar was given to the field with balloon intact on the trocar. The case proceeded as normal. Patient status: no patient injury occurred.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up the medwatch received, mw5120495.